Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced reservoir leak event on (B)(6) 2024 which led to hyperglycemia and hospitalization of the patient. Event occurred during normal use. He gave himself bolus to address the event. Blood glucose levels were 596 mg/dl and there was presence of ketones at the time of hospitalization. Patient got intravenous insulin drip as hospitalization treatment and was discharged from hospital on (B)(6) 2024. No further information available.

Manufacturer narrative:
E1: (B)(6).